Event description:
The hand-trol was placed on the drape and a piece of heavy equipment was placed on top of it. The activation alarm was so low the nurse could not tell immediately where it was coming from. When the nurse found the hand-trol, it had just burnt the drape, there was no pt burn.